Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone has gone to lymphatic system".

Event description:
Patient reported a right side rupture. Healthcare professional later reported via MRI "there is no evidence of intracapsular rupture of the right implant. There are complex radial folds present within the right silicone implant shell which likely represents infolding of the implant membrane. There is evidence of encapsulated silicone within/behind the pectoral muscle on the right. This likely represents extravasated silicone from prior right implant rupture. There are mild silicone replaced lymph nodes in the right axilla. Mild suggestion of silicone with lymph nodes in axillary regions and patient also reports breast pain". The reports "evidence of encapsulated silicone within/behind the pectoral muscle on the right. This likely represents extravasated silicone from prior right implant rupture" and "there are mild silicone replaced lymph nodes in the right axilla¿ and ¿mild suggestion of silicone with lymph nodes in axillary regions¿ are not device related. Patient later also reported "been experiencing pain at bones, no energy and everything hurting. The silicone has gone to lymphatic system. Patient reports being confused". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.6b, h4, h6. Device evaluation:device photograph(s) for the device related to the reported event of crease/folding of implant, pain and silicone migration requested on january 16, 2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ crease/folding of implant: no observed. ¿ pin: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.